Event description:
Hill-rom received a report from the account stating the brakes were not holding on the bed. The bed was located at the account in room 706. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found all four brake casters with supports and main bearings worn out. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2014. It is unk if the facility performed any other preventive maintenance on this bed. The technician replaced all 4 brake casters with supports and main bearings to resolve the issue. Based on this info, no further action is required.